Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in an artery of the lower limb. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, it was noted that the polytetrafluoroethylene (ptfe) coating of the guide wire peeled off. The physician used another guide wire to remove the ptfe coating. No device fragments were left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in an artery of the lower limb. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, it was noted that the polytetrafluoroethylene (ptfe) coating of the guide wire peeled off. The physician used another guide wire to remove the ptfe coating. No device fragments were left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: inside of a petri dish, a section of the guidewire polymer tip was returned. The remaining guidewire portion was not returned. The returned section of polymer was kinked and stretched.